Manufacturer narrative:
Without the return of the product, and no lot number for device history review, no definitive conclusion could be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic recevied information that during patient care, a leak at the hub of this left atrial pressure monitoring set was observed. Upon further observation, air bubbles were seen in the cannula line. After observing this, the patient started seizing and testing showed findings consistent with air embolus in the brain. Additional information has been requested on several occassions, and no further information has been provided.